Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the user inserted the catheter from femoral and connected it to the iabp, the balloon did not inflate. The user inserted the guidewire into the catheter and removed the catheter. Then, when the user inserted another catheter following the guidewire to near the aortic arch, the blue tip of the balloon detached from the first catheter was found under fluoroscopy. Therefore, the user removed the catheter, inserted a gooseneck snare following the guidewire, and caught the tip. The user then removed the tip with the snare and the guidewire. As a result, the catheter was replaced with a new one. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab balloon tip separated is confirmed. During the investigation, the iab catheter distal tip was separated and no longer attached to the catheter bladder and central lumen. The root cause is undetermined. A non-conformance has been initiated to further investigate the issue. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release.

Event description:
It was reported that when the user inserted the catheter from femoral and connected it to the iabp, the balloon did not inflate. The user inserted the guidewire into the catheter and removed the catheter. Then, when the user inserted another catheter following the guidewire to near the aortic arch, the blue tip of the balloon detached from the first catheter was found under fluoroscopy. Therefore, the user removed the catheter, inserted a gooseneck snare following the guidewire, and caught the tip. The user then removed the tip with the snare and the guidewire. As a result, the catheter was replaced with a new one. There was no report of patient complications, serious injury, or death.